Manufacturer narrative:
Initial reporter phone: (B)(6). (B)(4). The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a male patient underwent an extensive encircling of ipsilateral pulmonary vein isolation (eepvi) ablation procedure (B)(6) 2020 with a thermocool® smart touch® sf bi-directional navigation catheter and suffered esophageal perforation requiring surgical intervention. During the procedure, a roof line and mitral line were created, and the termination output was 40w all around. The ablation setting was 40w and the ablation index (ai) was around 300-400; however, the ablation was stopped when the temperature sensor reached 25 degrees at 30w and the ai was at 450 near the esophagus and the alarm sounded. The contact force (cf) was between 15 and 20g around the rear wall of the right pulmonary vein (rpv), and there was a high point due to the influence of patient¿s breathing when creating the left pulmonary vein (lpv) roof and roof line. Since there were cases of perforation of the esophagus last year, the physician said he was paying attention to the vicinity of the esophagus. The procedure was successfully completed. Post-procedure ((B)(6) 2020) the patient felt sick and was urgently transferred to another hospital on which esophageal fistula was found near the canopy of the right superior pulmonary vein (rspv) base, and surgical repair was performed. Although the surgery operation was completed successfully, the prognosis is poor, and follow-up is ongoing. It is predicted that the cause of the poor prognosis might be that the patient had blood loss and suffocation during a magnetic resonance imaging (MRI) scan at a patient's visit, and that his brain had an effect due to continued hypoxia. Patient is currently under observation. Physician commented that since during the case he did not have any issues with the biosense webster products, it is unlikely that the causality of the event is related to the products.

Manufacturer narrative:
Additional information was received on the event on august 19, 2020 updating the patient¿s gender from male to female. Therefore, populated a 3. Sex field. In addition, added the generator to the d 11. Concomitant medical products and therapy dates section. Initially the event was assessed as an esophageal perforation; however, after further review on (B)(6)2020 , this event was reassessed to an esophageal fistula. Therefore, updated h 6. Patient codes. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30331957m number, and no non-conformances related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).